Event description:
It was reported that this inflatable penile prosthesis (ipp) returned without initial reporter and any performance allegation information. Upon analysis of the returned components, multiple findings were identified in all of them.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. Wear at fold in the middle, proximal and distal end of each cylinder was noted; however, both cylinders passed the leakage evaluation. The pump was microscopically inspected, leak and functionally tested. Microscopic examination revealed that the spring was misaligned, and the kink resistant tubing (krt) was worn to the filament. No leaks were identified in the pump, but the component did not pass the activation test during functional evaluation. The reservoir was microscopically inspected and tested for leaks. The component exhibited wear at fold in its shell, along with a hole in its krt. Based on the information available and analysis results, the pump not passing functional testing, and the hole identified in the reservoir krt could have caused or contributed to the device being removed.